Manufacturer narrative:
Analysis of the implantable neurostimulator (ins)(B)(4) revealed that the setscrew backed out too far. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during surgery, some case values were less than 50 ohms, one case value was 4,000 during. Some bipolars were less than 50 ohms and the other bipolars were greater than 4,000 ohm. The manufacturer representative tried another ins and the bipolars were all good but the case values were still less than 50 ohms so the physician closed the patient up. No further patient complications are anticipated or expected as a result of this event. 2020-feb-24 rp, an docs x4 (rep) no new information.